Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV" "possible rupture".

Event description:
Patient reported "left side possible deflation". Healthcare professional reported left side capsular contracture, baker grade IV and possible rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curve opening, device was underweight, fold creases, and brown particles in the shell. A microscopic analysis was performed which identified stress marks, a curved sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness was within specification). Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Patient reported "left side possible deflation". Healthcare professional reported left side capsular contraction baker grade IV and rupture. Device has been explanted.